Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were found without betadine solution. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.